Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (defective connector on power brick) has been confirmed. Upon investigation the battery charger's power brick connector was physically damaged, the metal sleeve on the connector was misshaped and unable to plug into the charger. The root cause for the damaged power brick connector was likely physical abuse. No adverse event resulted from the defective power supply brick connector. The patient received a replacement battery charger/modem.

Event description:
A patient service representative contacted zoll customer support to report that a (B)(6) male patient's battery charger cord was damaged. The patient was issued a replacement battery charger/modem.